Event description:
The manufacturer received information alleging oxygen blending module (obm) fan noise loud. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The oxygen blending module board was replaced to address this non-reportable issue. Additionally, during evaluation of the device by the manufacturer, an error code related to communication between host and oxygen blending module was observed. Err_ripc_comm_to_obm_failed means the communication between host and obm was lost. This may impact therapy. The interface board was replaced to address this reportable malfunction.